Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Analyst commented, battery voltage 2.62volts; not at recommended replacement time (rrt).

Event description:
It was reported that during use of implantable cardioverter defibrillator (ICD), the physician requested explanation of consumption o f battery in less than five years. There was no stimulation by the lead in the first year of use. The ICD was end of life (eol), and indicated as premature battery. ICD revisions was performed, and the device remains in use. No patient complications have been reported as a result of this event.